Event description:
A customer reported to baxter (B)(4) that their 12 foot extension set easylock connector, required the use of 2 pliers to pull off the white cap on the patient line. The home patient (hp) stated that since starting to use the lines, half of the time, they are very difficult to get off. The event took place prior to use, and no patient injury was reported. Medical intervention is unknown.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed and the cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.